Event description:
It was reported that pump battery life was very low, requiring charging every other day. No information was provided regarding impact to the customer¿s blood glucose level. Customer was out of warranty and in process of renewal, declined further follow up with clinical technical support, and no additional troubleshooting or corrective actions were documented.